Event description:
It was reported that the patient recently had his generator replaced and since then he has had "seizures all the time'. Per the reporter, his physician had him wear an eeg monitor to see if he was having any seizures. After wearing eeg for several days, the patient stated that his physician told him that he has not had any seizures and that this is "all in his head". The patient, however, feels he is having seizures. It was also reported that after one of his recent seizures, the patient passed out. Attempts to the physician have been unsuccessful to date, so the event and relationship to vns cannot be confirmed.